Event description:
Related manufacturer report number: 2017865-2021-36132; 2017865-2021-36135; 2017865-2021-36136 it was reported that the system was explanted due to a pocket infection. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Analysis was normal. Interrogation results were normal. The device was above the elective replacement indicator (eri). No anomalies were noted.